Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted, explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the a tr band was place on successfully and when they transported the patient the band was no longer inflated and the patient had bled. The blood loss was less than 250cc's. The patient was stable. The procedure outcome was completed successful. Additional information was received 13december2019: the procedure was a lhc (left heart catheterization). Additional information was received 18december2019: they used manual pressure to achieve hemostasis.